Event description:
It was initially reported that the patient was scheduled for battery replacement due to an end of service condition, but was then postponed due to atrial fibrillation. There was no indication that the issue was related to the vns therapy, but no further details have been made available at this time. Good faith attempts to obtain additional information have been unsuccessful to date.